Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle or the c-cover. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the iifu "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the air/water button] [inspection of water supply] 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Additionally, the IFU also states: "abnormalities such as cracks, dents, bulges, edges, scratches, protruding metal wires from the inside, projections, slack, deformation, bending, adhesion of foreign matter, and parts falling off on the outer surface of the entire length of the insertion tube including the curved part and tip." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer¿s reported problem was confirmed as foreign material was identified inside the air/water nozzle at the distal end of the scope attributed to air/water flow problem. Also, foreign material adhered to the distal end cover of the scope, the inspection also noted the scope failed the water leak test at the distal end of the scope and at the scope connector, the bending section cover has a gap/chipped and is deteriorating, the angle wire is worn causing up/down angulation to be out of standard specification, the bending tube is deformed, the light guide tube is sunken down, the scope connector has a crack, the distal end cover is scratched, the connecting tube is dented and scratched. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer evis lucera elite gastrointestinal videoscope was returned to olympus repair center for air and water flow issues. The customer reported problem was found at an unspecified event. Upon inspecting, foreign material was identified inside the air/water nozzle at the distal end and foreign material adhered to the distal end cover of the scope. No death or injury and no impact to patient or other has been reported to olympus. No further information was provided or obtained from the customer. This report was submitted to provide the foreign material found on the scope during repair inspection.